Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where one lead was explanted but both replaced. Therapy was restored post-op.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000050731.

Event description:
Related manufacturer reference number: 3006705815-2023-01380. It was reported 2 of the patients leads have migrated. Surgical intervention may be pending to address the issue. Investigation was unable to determine which leads were at fault.